Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received motor error alarm as well as motor position encoder error alarm. Customer¿s blood glucose was unknown. Customer stated that drive support cap was normal. Customer also stated that in the past she got an unexpected restart and a cold reset was performed alarm. Troubleshooting was declined. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Troubleshooting was performed for insulin pump error alarm. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, unexpected restart error, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify unexpected restart error test due to motor error alarms. Unable to verify displayable history crc check failed on startup alarm in the alarm history due to history file overwritten with displayable history crc check failed on startup alarms. Displayable history crc check failed on startup alarms due to a corrupted history file.